Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an occlusion issue had occurred. There was no further information available for this complaint. If more information is provided, a follow up report shall be made. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016 - device evaluation: the pump has been returned and evaluated by product analysis on 02/25/2016 with the following findings: a review of the pump¿s black box data showed multiple occlusion alarms with high force. During testing, the pump successfully completed the rewind, load cartridge, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no occlusions occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The complaint of the occlusion issue was shown in the pump history but was not duplicated during investigation. Unrelated to the complaint, investigation revealed a crack in the battery compartment. Also unrelated to the complaint, investigation revealed that the display was found to be discolored.